Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the cause of the burning sensation was not determined. The surgeon wanted to schedule the patient for revision.

Manufacturer narrative:
Event date is approximate. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient was experiencing a burning sensation in the chest. The patient had seen the neurologist and they indicated there were no problems with impedances. They left the device off for 5 minutes and the burning did not resolve but when it was left off for a few hours the patient was getting relief so they were going to leave the ins off for now. The caller did not know if the pocket site was red or not. The caller indicated the patient's daughter believed this started after the last programming session (the caller thought this was maybe a few weeks ago) and there was conflicting information as to what was done or changed at the last session. The caller got the impression that the issue was getting to be more constant from when it initially started. The caller noted the surgeon wanted to see the patient but was unsure as now to proceed at this point. The caller did not know anything about the patient's therapy but assumed it was ok. No fall or trauma were reported. It was suggested the impedances be tested in different positions and while palpating to dee if there was any change in sensation. It was also suggested the hcp asses for infection/medical issues. The caller called back on (B)(6) 2018 and reported they met with the patient and hcp. It was reported they tested impedances again in six different positions and no issues were found. Impedances were consistent. The patient complained of the burning sensation/pain not just in the chest but upper part of the shoulder, arm, and underneath the ins. It was reported the pain and burning had not gotten worse. No significant redness or infection was reported at the ins but a small portion of the skin on the ins was blotchy though the hcp did not think there was an infection. It was reported it did not look like the ins was loose or moving in the pocket. The hcp stated they turned the ins off for a day and the burning sensation went away but it took three hours for the sensation to go away. The caller stated they were going to do an x-ray. The surgeon was thinking about scheduling an ins replacement at the end of (B)(6) but was unsure if they wanted to do that because it was unclear what the issue was. The caller stated the hcp thought perhaps the ins was defective but impedances were consistent and did not show a blatant issue. It was reported the patient may have had arthritis. It was reported the pain/burning was mostly affecting the patient's comfort at night. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the device was not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) stating the cause of the burning sensation was not determined. It was reported the impedances were checked with multiple arm and body positions and were all normal, they tried lidocaine ointment with no benefit, the chest x-ray was normal, and the esr, wbs, crp was mildly elevated. A revision was scheduled for (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.